Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a loss of capture whilst in use. It was noted through follow up that the epg was working fine then all of a sudden lost capture. The device remained in use. No patient complications have been reported as a result of this event.